Event description:
Voluntary MDR reports were received on (B)(6) 2023. It was reported that a broken needle occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).voluntary MDR reports no. Mw5116794 / mw5116795 / mw5116796.